Event description:
The customer contacted the siemens customer care center (ccc) and stated that they were concerned about results obtained on samples tested for uric acid, gamma glutamyl transferase, creatinine, phosphorous, and magnesium on a dimension exl with lm instrument. The customer stated that creatinine results for two patient samples had been questioned by the physician(s). The samples were repeated and resulted higher. It is unknown if what instrument the samples were repeated on or if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The cause of the discordant results is unknown. Siemens in investigating this issue.

Manufacturer narrative:
The initial MDR 1226181-2014-00550 was filed on october 28, 2014. Additional information (10/02/2014): a siemens customer service engineer (cse) was dispatched to the customer site due to discordant results on multiple methods, including alt and cki. After evaluation of the instrument, the cse observed clot detector errors and intermittent erratic results on patient and qc samples. The cse replaced the clot detector, photo diode, and lamp cable. A system check was run and passed and qc was within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer also obtained incorrect results for alanine aminotranferase (alt) and creatine kinase (cki). It is unknown if the discordant results were on quality control (qc) samples or patient samples or if any discordant patient results were reported to the physician(s).

Manufacturer narrative:
The initial MDR 1226181-2014-00550 was filed on october 28, 2014. The first supplemental MDR 1226181-2014-00550_s1 was filed on october 30, 2014. Additional information (10/29/2014): the reporting units for the creatinine results were umol/l.